Event description:
Patient reported obtaining back-to-back blood glucose results of 225 mg/dl, 98 mg/dl, 190 mg/dl, 206 mg/dl, 86 mg/dl, 172 mg/dl, 206 mg/dl, and 53 mg/dl, while using the suspect device. Patient indicated that, based on the value of 53 mg/dl, she had a bowl of cereal. Thirty minutes later, patient reportedly went to physician's office. Patient stated that blood glucose measured 75 mg/dl and 80 mg/dl, on physician's device. No additional treatment was received. No patient injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.